Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic with a magnet tone alarming from the device. The tone initially alarmed in the patient¿s home, then in the patient¿s car, and then again multiple times while at the clinic. It was noted that the device was alarming even when the patient did not have any items on or equipment anywhere near the patient in the clinic. Nothing could be identified that could have triggered the alarm so frequently. It was noted that the patient had a similar issue over the summer when the magnet tone triggered in the patient¿s living room. The patient was unable to identify what may have triggered the alert and had not heard the alert again until now. Almost a month later, the patient presented to the clinic again due to the magnet alarm and noted that the alarm had sounded that day and few times in the previous weeks. No magnet source could be identified after further investigation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient thought the cardiac resynchronization therapy defibrillator (crt-d) had been making a magnet response noise, however, there was no magnet near their device. The patient was given several heart monitors but it could not be captured on telemetry. The device was later explanted and replaced.